Event description:
Caller alleged discrepant precision results using the inratio meter. Caller is the daughter of pt self tester who has been testing her mother using the inratio meter. Pt was recently in the hospital on an unrelated issue and was discharged on (B)(6) 2011. Pt was taking antibiotics up until (B)(6) 2011. Pt was put on both coumadin and lovenox on (B)(6) 2011. No signs of bleeding or bruising.

Manufacturer narrative:
Investigation pending.